Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged, the patient experienced a blood glucose of 568mg/dl with polydipsia, drowsiness, and irritability, associated with air bubbles in the cartridge. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the infusion set was secure to the cartridge at the luer lock connection, and there was no structural damage to the cartridge. It was alleged that there were air bubbles but they were not visible in the system. This complaint is being reported based on the allegation that the patient experienced hyperglycemia with air bubbles in the cartridge.